Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right atrial (ra) and right ventricular (rv) leads had ¿failed¿ and needed to be replaced. The patient reported that the rv lead exhibited a ¿change in impedance¿ as well as noise. The patient also reported the ra lead exhibited noise during device manipulation. The patient reported experiencing symptoms due to the ra and rv noise, but did not clarify further. It was also reported that the ra and rv leads were undersensing and oversensing due to the leads ¿rubbing on each other¿. Follow up with the patient¿s clinic yielded no information. The leads have been explanted. No further patient complications have been reported as a result of this event.